Event description:
It was reported that customer experienced high blood glucose and insulin pump was not delivering. Customer's blood glucose was 20 mmol/l. During troubleshooting it was found that basal rates were correct and no physical damage to insulin pump. Only a small amount of insulin was visible when tested with 5 unit fixed prime and pump failed high pressure test. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.